Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend or family member of the patient reported that the patient's implantable neurostimulator (ins) batteries were not working and they didn't last as long as they expected. It was further stated that it was between the "5th and 7th year" that the patient has had the stimulator. The patient has had 2-3 surgeries but only one of them was due to the above issue, with the rest being due to normal battery depletion. There were no patient symptoms alleged. Indication for implant is unknown.

Event description:
Additional information received from a health care provider (hcp) reported the patient had a device from a difference manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.